Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements in the 130 ohms range. The patient was scheduled for either defibrillation threshold (dft) testing or synch shock due to the out-of-range shock impedance measurements. It was noted that synch shock would provide impedance measurements; rv to can was 164 ohms, and rv to ra was 143 ohms. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements in the 130 ohms range. The patient was scheduled for either defibrillation threshold (dft) testing or synch shock due to the out-of-range shock impedance measurements. It was noted that synch shock would provide impedance measurements; rv to can was 164 ohms, and rv to ra was 143 ohms. This rv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that the cause of the out-of-range shock impedance measurements on this right ventricular (rv) defibrillation lead was not conclusively determined, but it may have been attributed to tissue growth. Defibrillation threshold (dft) testing was performed, and normal lead function was observed. This rv lead remains in service. No additional adverse patient effects were reported.